Event description:
Customer alleged while sitting at a table the metal cross bars (right crass brace) under the seat allegedly broke. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 5 years 4 months old. The owner's manual part number 1110546 rev d (jan-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device, the dealer stated that the wheelchair was new when purchased by the consumer and it had not been brought back for maintenance or repairs. Page 27 of the owner's manual states a safety inspection / troubleshooting list which states, "inspect/adjust periodically: inspect frame and crossbraces for loose or missing hardware. Inspect for bent frame or crossbraces". The consumers wife stated that the consumer was sitting at a table when the right crossbrace, under the seat, allegedly broke. The consumer did not fall. The dealer has picked up the broken wheelchair and has replaced it with a loaner. The consumer is an oxygen user and the dealer put the consumers oxygen holder onto the loaner. The broken wheelchair is being returned to invacare for an inspection and evaluation. No injury.